Event description:
It was reported that the customer was receiving no delivery alarms when trying to deliver a bolus. It was stated that every time it happens the customer changes the infusion set but the alarm is not being resolved. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit the tubing. Customer was unable to remove the infusion set to examine the cannula. Customer was advised to change the entire infusion set. Customer was explained that alarm might be related to a site issue. Blood glucose value was 5.6 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.